Event description:
It was found during baxter's testing that a pump was alarming for a system error 322. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. The evaluation was unable to determine the cause. Upon evaluation of know contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.